Event description:
It was reported that when the devices were used during a stapled anopexy, the device fired an incomplete staple line and the purse string broke. On removal of the pph01 only a very small piece of mucosa had been excised. The procedure was repeated using a second device. Over stapling of the original staple line resulted in a small hemorrhoid which was removed by traditional hemorrhoidectomy. The pt rec'd a diathermy and suture. No other consequences to the pt.